Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks for what appeared to be atrial driven arrhythmia. Device was reprogrammed and remains in service. No additional adverse patient effects were reported. Subsequently, additional information was received indicating ICD delivered 1 burst of inappropriate anti-tachycardia pacing and 5 electric shocks.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks for what appeared to be atrial driven arrhythmia. Device was reprogrammed and remains in service. No additional adverse patient effects were reported.